Manufacturer narrative:
High shock impedance and low thoracic impedance were reported on this lead. Several episodes of noise were also recorded on the ventricular channel, and the thresholds increased. The lead was capped and replaced. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegm snapshots recorded between november 22, 2018 until july 19, 2019 showed artifacts both on the farfield and the right ventricular channel, leading to oversensing. Furthermore the available ventricular impedance curve showed a drop from a base level of 500 ohms to erratic values between 180 ohms and 520 ohms in the end of january 2019. Around the same time the ventricular threshold jumps from stable values of 0.7v to erratic values between 0.7 and 4v and the r amplitude drops from around 17mv to erratic values between 4 mv and 17 mv. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegm snapshots recorded between (B)(6) 2018 until (B)(6) 2019 showed artifacts both on the farfield and the right ventricular channel, leading to oversensing. Furthermore the available ventricular impedance curve showed a drop from a base level of 500 ohms to erratic values between 180 ohms and 520 ohms in the end of (B)(6) 2019. Around the same time the ventricular threshold jumps from stable values of 0.7v to erratic values between 0.7 and 4v and the r amplitude drops from around 17mv to erratic values between 4 mv and 17 mv. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 16 months, oversensing on the ventricular channel was reported.